Event description:
Procedure: colon resection. Reportedly, when the device was initially applied a "crunching" noise was heard. Despite this noise, the user continued the procedure with the device. Afterwards, the device broke at the junction of the handpiece and the instrument shaft. There were no reported injuries or adverse affects to the patient.